Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplementary medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred the target lesion was located in the severely calcified and mildly tortuous middle left anterior descending (lad) artery. The 2.50mm x 15mm apex crossed the guide wire and was advanced into the lesion. Inflation was performed and the balloon ruptured under the nominal pressure. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurredthe target lesion was located in the severely calcified and mildly tortuous middle left anterior descending (lad) artery. The 2.50mm x 15mm apex crossed the guide wire and was advanced into the lesion. Inflation was performed and the balloon ruptured under the nominal pressure. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).